Manufacturer narrative:
One 23 gauge vitrectomy cutter was received. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle does not reach the cutting edge and therefore cannot cut. It should be noted that a bent needle condition could contribute to poor cutting performance. The cause of the bent needle cannot be determined.

Manufacturer narrative:
Product has been requested for evaluation however it has not yet been received. Report 1 of 2.

Event description:
The vitrectomy cutter did not cut. It was replaced and the procedure occurred normally.